Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: on examination, the battery compartment was cracked from the threads to the case seal. There was visible moisture corrosion inside the battery compartment. A leak test was performed and revealed moisture leakage at the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; batter compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.